Event description:
It was reported that foreign matter was found before use with a syringe s2 5ml 22ga 1-1/4in bd. The following information was provided by the initial reporter, "it's noticed that foreign black matter during preparation of injection."

Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 301942 lot 1809338 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a syringe s2 5ml 22ga 1-1/4in bd. The following information was provided by the initial reporter. "It's noticed that foreign black matter during preparation of injection."